Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is getting hot. The reported event was confirmed. The service evaluation revealed a short circuit in the motor. Furthermore, both cable and housing are worn out.

Event description:
It was reported that the device is getting hot. There was no harm for patient, operator or third party reported. No further information received. Update avoe (B)(6) 2022 it was confirmed that the error occurred during the surgery. According to the customer no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2022 it was further confirmed that the surgery took place on the (B)(6) 2022.